Event description:
The pt had a distal femur fracture and was implanted on (B)(6) 2012. After surgery, this pt stayed in another hosp with moderate exercise and was checked for f/u bi-weekly. Two months post implant, on the regular f/u x-ray check, another surgeon found the plate broken. The pt was returned to the operating room the following day for revision.

Manufacturer narrative:
Investigation is on going. Subject device has been received and is currently in the eval process. No conclusion can be drawn.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The dimensions were checked as far as possible using a sliding caliper and found to be in accordance with the technical drawings and ao/asif specifications. The yellow anodized plate is made of (B)(4). The examination of the raw material inspection sheets and the manufacturing papers showed that the chemical composition, microstructure and mechanical properties of the plate were in compliance with the international standards iso 5832-11 and astm f1295 for implants made of (B)(6). The examination of the manufacturing papers showed no deviation from normal conditions or rather any irregularity of the production process. The plate broke through the fifth proximal combination hole in the zone of bone fracture. The crack initiation started at the upper side of the plate hole and ran through the material. The threaded part of the combination hole showed mechanical damage in terms of grading of the thread pitch. After breaking, the two plate fragments rubbed against each other causing partially strong destruction of the fracture surfaces. When examining the distal fracture surfaces by scamming electron microscope, sem, the initial fracture areas and the fracture behavior were identified. Patters of ripples or fatigue striations were observed at the crack propagation and nearby. Each striation represents the successive position of an advancing crack front and they originate from cycling loads and unloads, walking/exercise. The presence of these striations is a clear indication of a slow fatigue process. Approximately half of the fracture surfaces are characterized by a mixed fracture with fatigue striations, dimples and partially secondary corrosion. The sizable area of mixed fracture is a sign for high dynamic loads. Sem observations and findings showed that the plate failure was caused by fatigue and high dynamic loads. Based on the topography of the fracture surfaces it can be concluded that the plate had to absorb and neutralize forces that may have been greater than the tolerable load. Alternating loads led first to an incipient crack, it was followed by steady crack growing under low nominal loads - fracture striations. Due to the reduced profile of the implant an increase of the stress - mixed fracture - and the breakage - dimples - of the plate were the result. It can be concluded that prolonged mechanical stressing and overload during the postoperative period led to the fatigue of the material and caused the breakage of the plate. Post operative activities of the patient may have played a certain role. A failure resulting from either a material defect or the manufacturing process can be excluded.